Manufacturer narrative:
(B)(4). Date sent 2/10/2026 d4 batch # 690d97 d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gcflgw reload was received partially fired 1/16 and with an opened package. The returned reload was reset and loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 690d97, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. If yes, did the device deliver any staples? -yes 2. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? -b-formed 3. Were there staples missing from the staple line? -no 5. Did the device cut? -yes 6. If yes, was the cut line complete? -no 8. Was there any difficulty opening the device jaws? -no. Photo analysis: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a white cartridge. Several staples are protruding from the cartridge's proximal end. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.

Event description:
It was reported that during an unknown surgery, could not fire farther after fired a little. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.